Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection determined that there was no physical external damage to the device. When the patient electronics unit was powered on, the system was able to start up and send readings successfully. The reported event that there are exposed wires on the power connector plug was unconfirmed as there was no physical damage to the cables or any frayed and or exposed wires. As received, the unit could start up and send readings with no issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.